Event description:
This spontaneous case was reported by a consumer and describes the occurrence of back pain ('pain in the back') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criterion intervention required), menorrhagia ("very heavy monthly bleeding"), neck pain ("pain in the back"), spinal instability ("instability in the neck and back"), depression ("depression"), disturbance in attention ("problems concentrating"), palpitations ("palpitations"), basedow's disease ("auto-immune thyroid disease (graves)"), poor quality sleep ("poor sleep"), feeling abnormal ("feeling of ¿cotton wool in my head¿"), fatigue ("chronic fatigue") and alopecia ("hair loss"). The patient was treated with surgery (essure removal). Essure was removed in (B)(6) 2020. At the time of the report, the back pain, menorrhagia, neck pain, spinal instability, depression, disturbance in attention, palpitations, basedow's disease, poor quality sleep, feeling abnormal, fatigue and alopecia outcome was unknown. The reporter considered alopecia, back pain, basedow's disease, depression, disturbance in attention, fatigue, feeling abnormal, menorrhagia, neck pain, palpitations, poor quality sleep and spinal instability to be related to essure. The reporter commented: various physical symptoms have developed after the essure insertion. In the meantime, I have had follow-up treatments, and the foreign-body material has been removed. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('pain in the back') in a female patient who had essure (batch no. C51067) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criterion intervention required), heavy menstrual bleeding ("very heavy monthly bleeding"), neck pain ("pain in the neck"), spinal instability ("instability in the neck and back"), depression ("depression"), disturbance in attention ("problems concentrating"), palpitations ("palpitations"), basedow's disease ("auto-immune thyroid disease (graves)"), poor quality sleep ("poor sleep"), feeling abnormal ("feeling of ¿cotton wool in my head¿"), fatigue ("chronic fatigue") and alopecia ("hair loss"). The patient was treated with surgery (essure removal). Essure was removed in (B)(6) 2020. At the time of the report, the back pain, heavy menstrual bleeding, neck pain, spinal instability, depression, disturbance in attention, palpitations, basedow's disease, poor quality sleep, feeling abnormal, fatigue and alopecia outcome was unknown. The reporter considered alopecia, back pain, basedow's disease, depression, disturbance in attention, fatigue, feeling abnormal, heavy menstrual bleeding, neck pain, palpitations, poor quality sleep and spinal instability to be related to essure. The reporter commented: various physical symptoms have developed after the essure insertion. In the meantime, I have had follow-up treatments, and the foreign-body material has been removed. Batch no: c51067, production date: 2014-04-21, and expiration date: 2017-04-30. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 9-aug-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of back pain ('pain in the back') in a female patient who had essure (batch no. C51067) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criterion intervention required), heavy menstrual bleeding ("very heavy monthly bleeding"), neck pain ("pain in the neck"), spinal instability ("instability in the neck and back"), depression ("depression"), disturbance in attention ("problems concentrating"), palpitations ("palpitations"), basedow's disease ("auto-immune thyroid disease (graves)"), poor quality sleep ("poor sleep"), feeling abnormal ("feeling of ¿cotton wool in my head¿"), fatigue ("chronic fatigue") and alopecia ("hair loss"). The patient was treated with surgery (essure removal). Essure was removed in (B)(6) 2020. At the time of the report, the back pain, heavy menstrual bleeding, neck pain, spinal instability, depression, disturbance in attention, palpitations, basedow's disease, poor quality sleep, feeling abnormal, fatigue and alopecia outcome was unknown. The reporter considered alopecia, back pain, basedow's disease, depression, disturbance in attention, fatigue, feeling abnormal, heavy menstrual bleeding, neck pain, palpitations, poor quality sleep and spinal instability to be related to essure. The reporter commented: various physical symptoms have developed after the essure insertion. In the meantime, I have had follow-up treatments, and the foreign-body material has been removed. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer.  All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 20-jul-2021: essure insertion date was updated from (B)(6) 2015 and lot number c51067 was provided. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer, and describes the occurrence of back pain ('pain in the back'). In a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criterion intervention required), menorrhagia ("very heavy monthly bleeding"), neck pain ("pain in the neck"), spinal instability ("instability in the neck and back"), depression ("depression"), disturbance in attention ("problems concentrating"), palpitations ("palpitations"), basedow's disease ("auto-immune thyroid disease (graves)"), poor quality sleep ("poor sleep"), feeling abnormal ("feeling of cotton wool in my head"), fatigue ("chronic fatigue") and alopecia ("hair loss"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2020. At the time of the report, the back pain, menorrhagia, neck pain, spinal instability, depression, disturbance in attention, palpitations, basedow's disease, poor quality sleep, feeling abnormal, fatigue and alopecia outcome was unknown. The reporter considered alopecia, back pain, basedow's disease, depression, disturbance in attention, fatigue, feeling abnormal, menorrhagia, neck pain, palpitations, poor quality sleep and spinal instability to be related to essure. The reporter commented: various physical symptoms have developed after the essure insertion. In the meantime, I have had follow-up treatments. And the foreign-body material has been removed. Quality safety evaluation of ptc: no defect could be confirmed, by the manufacturer.  All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed, with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 20-apr-2021, quality safety evaluation of ptc. On (B)(6) 2021, ha number. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.